Manufacturer narrative:
Dut to hazardous contamination, the device will not be returned for testing and investigation. The lot number of the device that was in use is unk. The customer contact identified three possible lot numbers. The possible lot numbers are 19-0964w, 21-079-4w and 11-057-4w

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The customer reported a homecare pt was receiving 5-fluoroucil via a PICC line. At an unspecified time during the infusion, the pt noted either a white dry powder or wet spot on their arm. The customer noted white dry residue at the tubing connection to the lower part of the filter. The skin was cleansed with cholrhexidine. Therapy was resumed using a replacement tubing set and pump. There were no reported adeverse pt effects. No further medical interventions were required. Though requested, no additional info was provided.